Event description:
Nidek received a complaint from customer on (B)(6) 2014. Customer complained of observing thin flaps during surgery with mk-2000; s/n (B)(4) on (B)(6) 2014. Customer confirmed that no pt injury was involved.

Manufacturer narrative:
The affected device was returned to nidek for eval on (B)(4) 2014. Nidek service engineer (se) had conducted an eval and tested for proper operation. Service engineer found that the hand piece was out of specs. The flap size and hinge size were or of specs. The hand piece was repaired and tested for proper operation. The unit has been operational and returned back to the customer. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.